Event description:
Sorin group received a report that there was reduced blood flow through the oxygenator module during a case. The oxygenator was changed out and the case continued. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf on sorin group (B)(4). Sorin group received a report that there was reduced blood flow through the oxygenator module during a case. The oxygenator was changed out and the case continued. There was no patient injury. The hospital reported that the device was discarded and unavailable for return. Without product return for evaluation, root cause could not be investigated. However, this type of incident is consistent with platelet activation and increasing clotting over time by micro aggregates. It appears that the phenomenon may be linked to patient hematological conditions, as well as surgical-pharmaceutical conditions. Episodes of extreme hemostasis can occur due to biological events related to the patient, medications and/or surgical contributions experienced during surgery. Sorin group (B)(4) will continue to monitor the market for this issue.